Event description:
(B)(4). I had the essure installed in 2007. Since then I have had multiple ongoing issues. Irregular cycles, severe cramping, heavy bleeding, headaches, digestive issues, depression, swelling feet and hands, skin disorders, joint pain and many others. In pain as I submit this information. It hurts to walk. The pain never good away.